Manufacturer narrative:
Gehc recommended replacement of the flow sensor. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit indicated a flow sensor error. Inspection of the equipment noted the flow sensor diaphragm was stuck to the top of the flow sensor housing. There was no report of patient involvement.